Event description:
Medical doctor (md) asked for an endo catch specimen retrieval pouch to retrieve the appendix. When deployed, the mechanism to close the bag around the appendix, the mechanism broke. Md had us immediately take the item off the field as it had the potential to cause injury.